Event description:
It was reported that a user sought guidance on preventing low glucose during exercise while using the ilet, and was educated to pause insulin delivery for 30 minutes prior to activity and to resume delivery afterward. Symptoms included hypoglycemia of unclear cause. Outcomes included the need for oral glucose treatment. Investigation included user counseling and troubleshooting with education on use during exercise. Investigation of this case revealed no device malfunction and that the event was consistent with exercise-related insulin needs. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.